Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit failed short self test (sst). The customer reported there was no patient involvement.

Manufacturer narrative:
The touch screen did not function. The cable mmi to touch screen was defective. The cable was replaced and the device was tested and returned to full functionality.